Event description:
Related manufacturer reference number: 2017865-2025-27761. It was reported that prior to a pocket revision, the right ventricular and atrial leads were found to have insufficient slack. Since they were unable to be adjusted, the leads were explanted and replaced on (B)(6) 2025. The patient was stable throughout.